Manufacturer narrative:
Correction: correction to an adverse event as the procedure was canceled prior to incision while the patient was under anesthesia. The software investigation found that the reported event was unrelated to a software issue. As previously mentioned in MDR follow-up #1, the exams contain varying levels of head tilt. Additionally, one of the exams was taken while the patient's mouth was wide open and another contains wraparound. These variations are likely responsible for the relative differences in the location of anatomical landmarks from exam to exam. Stealth merge cannot correct these differences in the same way that it cannot correct differences caused by brain shift. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. It was reported that the archives from the procedure was sent to medtronic for evaluation. It was reported that medtronic personnel were unable to replicate the reported issue. As 12 exams were able to automatically merge without issue. An additional exam required minor manual adjustments, which is the intended function of the application software.

Event description:
A site representative reported that, while in an electrode and probe placement procedure, exams could not be merged accurately. It was noted that the auto merge functionality was used. When the site attempted to manually merge the image, they could not generate an accurate merge. It was reported that the patient was under anesthetic and the site elected to not continue with the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.